Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported the device was discarded by the hcp.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for non-malignant pain. The reason for call was the pts ins was charged but it was not working at all. The remote worked and showed it was on and working but they tried every program and adjusted intensity but was not getting stimulation or a sensation. The pts therapy worked friday and they were not sure if the therapy was working saturday but they did notice it stopped working yesterday. Pt noted there was a 75% charge on the device and to the programmer. During call when asked if pt had any recent falls or traumas they said on saturday they got stranded 6 miles in a national park and had to have emergency services come rescue them and they did fall on the paddle board and fell on their knee. Pt did verify stimulation was turned on. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Rep reported that the patient fell several times while participating in rigorous watersports. The following day they state they could no longer feel their tonic stimulation in her right leg (needed for sciatica pain control). The rep interrogated the ins and found that electrodes 0,5,6,7 were no longer connected and confirmed this with an impedance test. Rep tried programming with functioning electrodes but was unable to get adequate coverage. Patient has a return of pain, issue is ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep clarified the impedance test revealed high impedances on electrodes 0, 5, 7. Rep noted a system replacement was schedule for (B)(6) 2024.